Event description:
It was reported that during a coronary artery bypass graft procedure, the clip did not come out on the way. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Misassembled hoop spring. Evaluation summary: the analysis results of the device found that it was received non-functional. The device was cycled and the clips could not be fed into the jaws. The device was disassembled and the hoop spring was noted misassembled. A potential cause of the condition found is misassembling of the hoop spring during mfg process. However, we could not be determined what may cause the condition found. A batch record review was performed and no anomalies were found during the mfg process.